Event description:
Per the clinic, the patient experienced poor sound quality (chirping) and performance decrement with the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.